Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure as a result of the static vacuum being out of specification. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and encountered the reported issue. The fse determined that the vacuum recovery time was in specification (6 sec), however, the static vacuum was marginally high (128mmhg). To fix the issue, the fse performed a 5000 hr rebuild of the compressor which placed the vacuum back to specification, thereby resolving the issue. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had an autofill failure as a result of the static vacuum being out of specification. No patient harm, serious injury or adverse event was reported.